Event description:
It was reported that the 2600 system appeared to have the exposure switch stick during a film shot. Light on top of workstation turned on and beeping tone was heard after release. Lamp and tone lasted approximately 15 seconds and then system returned to normal operation. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the battery pack. Battery pack replaced. The system was tested and found to be working as intended and placed back into service.